Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 265 mg/dl at the time of the incident. Customer blood glucose was high because she couldn't get back on the pump for several days. Customer did not troubleshoot as there was no insulin pump involved. The insulin pump will not be returned for analysis.